Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited pocket erosion. Reportedly, there were two different spots of erosion where the lead shows in one side and could see the device in the other. And the leads pulled all the way back to the subclavian making it hard to be removed. Prior to the case the patient was treated with antibiotics. The physician explanted the pacemaker; close the site and schedule the patient for the lead's laser extraction. A couple of days later the right ventricular (rv) lead and this ra lead were successfully explanted and a new system was implanted. No additional adverse patient effects were reported.